Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was nurse called and reports that pt recently moved to the area and does not have their external components, and also reports that their device no longer works. The caller was not with the patient so further information was not available. Nurse reports that pt is scheduled to have spine and head MRI's, and is unsure if they have an manufacturer representative (rep) or healthcare provider (hcp) in the area since their move. Technical services (tss) reviewed MRI guidelines and transferred to  national answering service (nas) number so that a rep could be notified and assist with potential external component replacement or troubleshooting. Patient stated that the battery went dead, it only lasted like two years. It wasn¿t holding a charge. The issue started about five years ago. Pt did not see any doctor about the issue in sc. Now patient is in a place where they are taking care of themselves more so would like to get the device started again or replaced. The cause of device not holding a charge was not determined; but in addition, patient moved to wi about 6-7 months ago. They lost their external equipment. In wi, they have a pain doctor, but they don¿t have the external devices. Pt clarified they called some reps about since moving to wi but are not sure. Doctor said they will have to replace the battery perhaps. Patient¿s weight at the time of the event was 235 lbs. Patient added they are down to about 165 lbs. Now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.